Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement during the valve replacement. Reprogramming was done by changing the mode and a consideration of surgical re-implant of this ra lead was made. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement during the valve replacement. Reprogramming was done by changing the mode and a consideration of surgical re-implant of this ra lead was made. In addition, the dislodgement was confirmed by x ray and pacing failure. Reprogramming was made. As of this time, this ra lead remains in service. No adverse patient effects were reported.